Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures and responded upon a request for further details that no additional details can be provided. The type of alarm message wasn't further specified; the triggering condition remains unknown. Although not explicitly mentioned, it cannot be excluded that ventilation had stopped. Thus, this report is filed in abundance of caution. A case specific evaluation is not possible due to lack of information. The device is almost 11 years old and not under a service contract; status of repairs and preventive maintenance is unknown to dräger. It can however be concluded that the reported event is not necessarily related to a malfunction of the device: post market surveillance data demonstrates that a significant percentage of events occuring during use of intensive care ventilators are related to other aspects like patient condition (breathing against the ventilator), infrastructure failures (issues with the central gas supply) or applicational aspects (leakages in the patient circuit, clogging of filters or the et tube). Further, the event may also have been related to simple technical deviations like the end of life of a consumable accessory - e.g. If the oxygen cell is used up, the issue affects monitoring only and, the cell can be replaced by the operator during a running ventilation episode. Another scenario may apply as well; a differentiation is not possible due to lack of information. H3 other text : device not available for evaluation.

Event description:
It was reported that the device posted alarms during use whereupon the user decided to replace the device. It was explicitly mentioned that all vital parameter of the patient remained stable and that no health consequences have occurred, finally.